Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Company representative reported on behalf of healthcare professional, left side capsular contracture baker grade unknown. Device remain implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, d.6b, e.1, e.3, h.4, h.6.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device has been explanted.